Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'occlusion' was not reproduced. The device passed occlusion testing. A review of the event history log (ehl) revealed multiple upstream occlusion on customer reported event date. The event history log does not confirm if the upstream occlusion were true alarms. Downstream occlusion alarms were not observed on the event report date. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had an unspecified occlusion before use found in the medicine 3 department. There was no patient involvement. No additional information is available.